Event description:
The leads were eroding; they were removed. It was unk if there was infection. X-rays were obtained and the results were not provided. The leads were cut during removal and would not be returned for analysis. The pt status was reported as "fine".

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2.

Event description:
Reporter alleged obtaining the results of 428 mg/dl and hi (greater than 600 mg/dl) on aviva system 1 compared back to back with a result of 119 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.